Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion (pbd). Data analysis showed that the power consumption continues to increase in a gradual fashion and predictable manner. Replacing the device and returning it for detailed analysis was recommended. To date, the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion (pbd). Data analysis showed that the power consumption continues to increase in a gradual fashion and predictable manner. Replacing the device and returning it for detailed analysis was recommended. Additional information indicated that this device was explanted replaced with a new device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. "Cause traced to component failure" conclusion code.

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion (pbd). Data analysis showed that the power consumption continues to increase in a gradual fashion and predictable manner. Replacing the device and returning it for detailed analysis was recommended. Additional information indicated that this device was explanted and replaced with a new device. No additional adverse patient effects reported.